Event description:
Related manufacturer reference number 1627487-2023-01700, 1627487-2023-01701. It was reported that patient experienced pain, discomfort at ipg site when laying down. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.